Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing detached at the quick release right after insertion. The infusion set had been in use for only a few minutes and the patient immediately replaced the tubing. No further information available.